Manufacturer narrative:
A complete lead was returned in one piece. The helix mechanism test was unable to be performed, due to the helix being severely stretched as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies other than the stretched helix as received.

Event description:
During implant, placement of the lead became dislodged from its intended implant position three times. The lead was removed, and tissue was noted at the helix. Another lead was used to successfully complete the procedure. The patient was stable.